Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then opened the device to ensure that the internal connections were all properly secured. No obvious discrepancies were observed. Physio then disconnected and reconnected the internal connections. During subsequent testing the reported issues could no longer be duplicated. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to transmitting data. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device powered off by itself twice and intermittently would not detect that the quik-combo therapy cable was connected. The device prompted to "connect cable" even though the quik-combo therapy cable was properly connected to an analyzer. As a result, defibrillation may not have been possible if it were necessary.

Manufacturer narrative:
Physio-control replaced the device's system pcb assembly to resolve the reported issues. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that it was the cause of the reported issues; however, further component level cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to transmitting data. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device powered off by itself twice and intermittently would not detect that the quik-combo therapy cable was connected. The device prompted to "connect cable" even though the quik-combo therapy cable was properly connected to an analyzer. As a result, defibrillation may not have been possible if it were necessary.